Event description:
It was reported that the device was explanted after an implant duration of approximately 18.30 months. On 08/26/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis. No other details were provided.

Manufacturer narrative:
Evaluation summary: vegetation-like growth, black in color is evident in the valve tissue. The vegetation consumed most of the three leaflets. The vegetation hindered mobility in the leaflets possibly leading to stenosis. Almost half of the sewing fabric and ring are cut off exposing the wireform, most likely due to explant. The x-ray demonstrates stent distortion and wireform fracture, also most likely due to explant as well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B)(4) sales reresentative. Through follow up with the health care provider (via fax), additional information and a copy of the pathology report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported by (B)(4) sales representative that a 3000tfx, 25mm valve was explanted after a 16.63 month implant duration due to unknown reasons. The device is available for return pending hospital authorization and/or patient release. No additional information is available at this time. Call from sales representative on 07/16/2010, left message on voice mail regarding pathology report indicates infection as wangiella dermatitidis.